Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to have depleted abnormally due to an unknown reason. This s-ICD was subsequently explanted and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted no anomalies with the header or pulse generator (pg) case. A diagnostic download was performed, and it was noted the device reached elective replacement indicator (eri) and end of life (eol) status on (B)(6) 2023. Charge timeouts were noted on that day. It was noted the battery voltage was much lower than expected. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain of the hybrid circuit was measured and found to be normal. Detailed analysis of the battery identified excess material in the battery that created a current leakage path and resulted in the premature battery depletion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion behavior. The device data was analyzed by engineering and the battery appeared to have depleted abnormally due to an unknown reason. This s-ICD was subsequently explanted, and it is expected to be returned for analysis. No additional adverse patient effects were reported. Additional information received indicates the device was not, in fact, explanted and replaced back in (B)(6) 2023. The device was recently explanted and replaced (on (B)(6) 2024) and will be returned for laboratory analysis. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.